Manufacturer narrative:
UDI: (B)(4).

Event description:
On (B)(6) 2013, a mitral valve replacement was performed and this 27 mm sjm epic valve was implanted. On (B)(6) 2017, the valve was explanted due to a tear at the base of a leaflet which led to insufficiency. A large amount of pannus was observed on the explanted valve. A 27 mm tissue valve from another manufacturer was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded cusps 1 and 3 were torn. There were degenerative changes in all three cusps. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.